Manufacturer narrative:
The customer was able to identify a popped off tubing at the t-fitting 119 and reconnected the tubing which corrected the leak. The customer ran startup and quality control (qc) and did not have any issues. The customer observed that the instrument still generated vls errors. A bec field service engineer (fse) was dispatched and found a hole in the tubing at the plugged port on the vls vacuum chamber. The fse replaced the tubing on the port in the vls vacuum chamber that fixed the vacuum leak and vls errors. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).

Event description:
A customer contacted beckman coulter (bec) reporting that there was a leak at the t-fitting for fitting 119 from tubing that popped off the fitting on the coulter lh 780 hematology analyzer. The volume of leak was a few drops and was contained within the unit. The instrument also intermittently generated vls errors in conjunction with the leak. The operator was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves at the time of occurrence. The material safety data sheet (msds) was reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. The operator did not seek medical attention. No erroneous results were generated for this event.